Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the most probable cause of this complaint was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited a flickering image. The issue was identified during inspection. There were no reports of patient involvement.